Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a magnet rate could not be established via transtelephonic monitoring. In clinic, the pulse generator exhibited backup vvi mode. The device had been exposed to therapeutic radiation. After a device software download, normal device function resumed. The patient would be monitored, as normal.